Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient did not follow up with any complications or complaints. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.